Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle leaked. The following information was provided by the initial reporter, translated from french: "potential leak at the needle attachment on the syringe".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Twenty retained samples from the reported batch were examined and no leakage was observed. The needles of the retained samples were assembled with a caverjet syringe provided by a previous customer. Positioning the hub in the syringe tip with a slightly rotational movement. Any of syringes examined presented the reported defect, the hub fits perfectly with the syringe tip and no leakage was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd microlance¿ 3 needle leaked. The following information was provided by the initial reporter, translated from french: "potential leak at the needle attachment on the syringe".